Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# unknown, product type: recharger. Product ID: 97745nt, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had the controller reprogrammed. The patient noted the event happened again but then didn't do it in a long time. The patient was going to request a new controller.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown. Product type recharger product ID 97745nt lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Agent asked the pt to read the controller serial number a couple times since there were too many numbers between the letters, however pt provided the serial number the same way again. The reason for call was that the controller was not working as the controller quit and was not doing anything. Patient stated that a message had appeared on the controller that said to contact medtronic. Further error screen details asked/unknown. Pt said that the error message had appeared last night. Pt said later on in the call that the controller had been acting up for a while but that resetting the controller had been working. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received, it was reported the controller had been acting up for a while. Their representative had started programming it from the start. The patient noted the disc had been getting really hot on their back.